Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, with extreme drowsiness, symptoms of dehydration, and shortness of breath, associated with an alleged quiet sounds issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump did not emit a pump not primed alarm, auto off alarm, and empty cartridge alarm. The pump did sound for other alarms and features. A mock bolus was performed during troubleshooting, and the pump emitted a weak sound and no vibrations. The patient¿s healthcare provider had also made changes to the patient¿s basal rate. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an audio tone quiet sounds issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: a review of the pump settings showed the sound settings for normal bolus, audio bolus, alert, reminder, warning, and alarm/error sounds were set to high. The setting for remote bolus was set to vibrate and the temp basal was set to off. The black box for the event date was not available. The pump booted up to the verify screen with auditory and vibratory features. The audible alarm reading measured within specifications. A loss of prime, replace cartridge alarm, and auto off alarm were reproduced for the investigation with the sound set to high. The pump gave the appropriate sound warning and displayed alarm message on the screen. A loss of prime, replace cartridge alarm, and auto off alarm were reproduced for the investigation with sound set to vibrate. The pump gave the appropriate sound vibration and displayed an alarm message on the screen. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. The pump cover was removed to find no intermittent conditions or defects to the piezo circuit or vibration motor. No delivery interruptions or alarms occurred during testing. The history settings issue was unable to be duplicated during testing. Unrelated to the original complaint, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.